Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identify: one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side implant deflation. Device has been explanted.